Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821rpend, product ID: 9735737, version #: 2.1.0, h2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs captured that there were two sessions on the date of the issue. From the first session, it was observed that the op ticallocalizerservice reported that the temperature was too low and the camera had a temporary fault, resulting in tracking being disabled for all tools until the fault was cleared. It was suspected that this might have caused the reported behavior; however, no other abnormalities related to the reported behavior were observed. Codes: b01, c19, d15 h6) multiple annex g codes were submitted for the event. Annex g code, g02008, applies to product ID: 9735737, while annex g code, g05001, applies to product ID: 9735821rpen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site had reported the system was displaying a localizer faulted error on the system. The site connected main cart to second system's camera cart on site, and the issue resolved. The medtronic representative (rep) was unable to replicate the issue. The camera was able to track instruments as expected in the clinical application, and the "localizer faulted" banner was not displayed. There was no patient involvement. Additional information was received. It was reported that the navigation system was not seeing the frame. The potential suspected cause of the reported issue could be that there was blood on the spheres, the spheres were not placed correctly, and not wiping the camera for debris.